Manufacturer narrative:
Device was discarded by the end user, unable to follow up. Device was not returned.

Event description:
Obtura spartan received a complaint saying that a (B)(6) year old was using her toothbrush and after about 15 seconds, she started spitting, her parent noticed a bristle. She kept spitting and the whole head broke apart in her mouth.